Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. Customer had a high blood reading of 596 mg/dl at the time of incident. The customer experienced symptoms such as nausea, thirst, and vomiting. The customer was treated at the hospital. Blood glucose reading was 96 mg/dl at the time of call. The customer was advised to call back for further assistance. The insulin pump will not be returned for analysis.